Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and missing. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.